Manufacturer narrative:
The reported event failure to deliver high voltage (hv) therapy was confirmed through egm review; the device was found to be normal. The reason for the lack of high voltage therapy was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was hospitalized for anaphylactic shock. The device did not deliver high voltage therapy during an arrhythmia. The device failed to deliver high voltage therapy as the patient returned to sinus rhythm. External defibrillation was used to treat the arrhythmia and a resuscitation was attempted. The patient died following cardiac arrest.